Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event problem and evaluation: on 5-feb-2016, a medtronic representative went to the site to test the equipment and found the mobile view station (mvs) would not start up. The uninterruptible power supply (ups) of the mvs was replaced. The imaging system then passed the system checkout and was found to be fully functional. The ups power supply assembly was returned to the manufacturer for evaluation and an electrical failure mode was found. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system would not boot up during pre-op setup for a case. There was no patient present when this issue was identified; however, the surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to proceed with the case. No further information was provided. The imaging system was inspected later that day it was determined that the power supply needed to be replaced.